Event description:
Boston scientific received information that there was a known history of a low out of range pacing impedances and noise with this right ventricular lead. The patient was noted to have intermittent heart block and thus suffered from syncope when walking up the stairs. A review of this right ventricular lead is pending, while the device remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.